Event description:
The hospital reported that, at start of case following manual ventilation, the clinician switched to pcv-vg mode. The ventilator provided larger than expected tidal volume. The clinician switched to vc mode and tidal volume was as expected. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. (B)(4).